Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The female with a history of hypertension, hypercholesterolemia, and cerebrovascular disease was hospitalized for treatment of a lesion in her mid right coronary artery. The indication for the procedure was angina. The lesion was 75 to 80% stenosed with no calcification reported. The lesion was pre-dilated with a 2.5 x 15mm fire star balloon. There had been no difficulty in passing the device through the guide catheter or tracking to the lesion, but the device could not cross the lesion. The stent delivery system was pulled out of the rca. The physician used force to attempt to pull the stent delivery system into the guide catheter when the stent dislodged at the ostium of the rca. The stent did not migrate, as a 3.0 x 20mm voyager balloon was used to tack the stent into the vessel wall. A 3.0 x 23mm cypher was inflated over the top of the stent to prevent migration. There was no patient injury reported, and the patient was in stable condition. The target lesion was treated with balloon angioplasty.